Event description:
It was reported that 2 needle 26x3/8 ib couldn't aspirate. The following information was provided by the initial reporter: "it was reported that the customer was unable to draw insulin from the vial. Event description per attached email states: " caller reported needle/syringe will not allow her to draw insulin out of vial number of occurrences - 2. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Product with issue - bd 26 g, 3/8"" needle, pn 305110. Product lot # - 9226367. Did issue cause any injury? - no. Did customer require medical intervention? - no. Is product manufactured by bd? - yes. Resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller states she has another needle to use to draw up insulin.. No further tandem follow up is required. Customer acknowledged and understood information provided. Created by at (B)(6) 2020 8:50:04 am. Subject: cts note. Needles/syringes not available for return for bd investigation. ""

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 needle 26x3/8 ib couldn't aspirate. The following information was provided by the initial reporter: "it was reported that the customer was unable to draw insulin from the vial. Event description per attached email states: "caller reported needle/syringe will not allow her to draw insulin out of vial. Number of occurrences: 2. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue - bd 26 g, 3/8"" needle, pn 305110. Product lot # 9226367. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes. Resolution: cts explained that bd might follow up with caller regarding returning syringe/needle. Caller states she has another needle to use to draw up insulin.. No further tandem follow up is required. Customer acknowledged and understood information provided. Created by at 7/16/2020 8:50:04 am. Subject: cts note. Needles/syringes not available for return for bd investigation.